Event description:
The pump alarm had been sounding since the day prior to this report and the patient started having spasms. The pump was interrogated and telemetry confirmed a critical alarm; the alarm was due to zero ml reservoir volume reached. The low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm occurred on (B)(6) 2015. On (B)(6) 2015, the patient was in acute withdrawal. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j0058116r, implanted: (B)(6) 2001, product type catheter. (B)(4).